Event description:
Healthcare professional reported left side rupture and exchange due to concern with the product. Healthcare professional additionally reported "fissure and fistula of nipple" and "left breast lump for weeks." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease flat. Weight measurement identified device weight to the specification. Cloudy was observed after autoclave disinfection process. Based on the device analysis, the final assessment is no issues found related with the manufacturing process. Continued h.6. Health effect - impact code: f2203.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and concern with product.

Event description:
Healthcare professional reported left side rupture and "exchange due to concern with the product." Device remains implanted.

Event description:
Healthcare professional additionally reported "fissure and fistula of nipple" and "left breast lump for weeks." Device has been explanted.

Manufacturer narrative:
The event of "fistula" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.